Event description:
It was reported that out of range hv lead impedance was observed. Patient had received two large silicone sub muscular breast implants for a radical mastectomy. Review of the subsequent imaging of the device indicated direct contact with the silicone breast implant. The physician disabled the hvli patient notifier.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.